Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that during a thyroidectomy they could not assemble the device to the hand piece. They then used another like device and after the pre test it stopped activating. There were no error codes displayed. They changed to a different shear and new hand piece and were able to complete the procedure. The rep advised that when given the products to be returned, there was a broken blade in the bag with the devices. It is not known which device it broke off of. There was no patient consequence reported.